Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/26/2017, that on (B)(4) 2017, the transmitter stopped working prior to the 90-day life expectancy. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event by the findings of a signal loss. A root cause could not be determined.